Event description:
It was reported that the tip of the attachment device was burnt. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a burnt tip, damaged nose tube and failed cutter insertion. Therefore, the reported condition was confirmed. It was determined that the nose tube was burnt because the bearings were worn and that the heat from the bearings damaged the nose tube. It was determined that the nose tube was damaged by allowing a hard object to come in contact with the nose tube damaging the tip of the nose tube. It was determined that the device failed cutter insertion because the bearings were worn, damaged and no longer in axial alignment, which created a situation where the cutter was not able to be inserted and pass through. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.